Event description:
The pt ((B)(6)) received an scs sys which included an ipg. It was reported the pt began experiencing long device charge times, accompanied by soreness at the charge site. The physician explanted and replaced the ipg. The explanted ipg was returned to the MFR for analysis. No additional info is available.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.